Event description:
Offset reamer handle - all the screws came loose on the shell rail clamp - broken on the bottom of tightener case type / application: no associated procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.